Event description:
It was reported that the header pin was not seated all the way in the device connector resulting in the right ventricular (rv) lead registering high lead impedance and noise. A lead revision was done with the lead properly secured in the device connector and tested to be properly working. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).